Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker has reduced exercise tolerance since implant. Minute ventilation (mv) sensor and accelerometer on and also off several times due to palpitations/nervous feeling. As all sorts of things have been tried with the sensor since implantation and nothing has actually resulted in a good outcome, technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This product remains in service. Of note: it was mentioned by the health care professional (hcp) in their email to boston scientific that this patient had a pocket revision "last year" due to complaints of location of the pacemaker. The device was fixed to the muscle layer with non-dissolvable sutures. Besides the intervention, no other adverse patient effects were reported.